Event description:
Information received from the field does not address the patient's clinical status but notes that the device was in hardware back-up. A user download was initially successful, but the device reverted to back-up upon interrogation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received